Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device's display blanked out multiple times. Complainant indicated that the clinician turned off and back on the device to continue treating the patient. Please reference medwatch report 1220908-2018-00525 for a similar event reported with the same device on a different patient from the same customer.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The battery port and battery pins were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during flight, the device inappropriately shut down. Complainant indicated that the clinician turned off and back on the device to continue treating the patient. Please reference medwatch report 1220908-2018-00525 for a similar event reported with the same device on a different patient from the same customer.